Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was unable to enter MRI mode due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.